Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that normal programming was done for the patient. The cause of the tremors was that they were still in the early stages for optimizing the therapy. The tremors had resolved but they have the occasional break-through tremor. There were no further complications reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that they are still getting intermittent tremors, which come and go but they can't figure out where they're coming from. The patient reported that they first noticed the intermittent tremors on (B)(6) 2017. The patient reported that their healthcare provider (hcp) had the patient trying out 4 programs to evaluate and see which is best. The patient reported that they would follow up with the hcp. No further patient complications have been reported as a result of this event.